Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind/prime the insulin pump. The displacement test passed and manual prime were successful and the motor error did not recur. The high pressure test passed. Last night his blood glucose level was 600 mg/dl. The customer bolused with the insulin pump and basal rates. After an infusion set his blood glucose level went down to 313 mg/dl but then went up to 400 mg/dl. The customer noticed the site was wet. Small air bubbles were at the top of the reservoir. The self-test passed. The device was not returned.